Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. The instructions for use includes the following: ¿ensure that the cutter positioning lever (thumb switch) is in its fully advanced, i.e. Closed and off, position. Ensure distal tip is closed such that the guidewire lumens align. Carefully backload the end of the guidewire through the tip of the turbohawk catheter. Loosen the hemostasis valve and carefully insert the turbohawk catheter into the sheath.¿ (B)(4).

Event description:
The turbohawk ssc was used for a stenotic lesion in the popliteal artery region. A 6fr x 11cm sheath with ante grade stick was placed in the patient's left groin for access. The device was prepped and placed over a .014 wire. The physician stated the device felt tight upon insertion through the 6fr sheath. The turbohawk was tracked down to the stenosis within the popliteal artery without incident. The device was turned on to excise the noted plaque within the popliteal. Angiography revealed the stenosis was reduced. The turbohawk was removed and placed on the back table for cleaning. Upon flushing and cleaning the device, material of a foreign nature was noted. Upon final angiography no evidence of an embolic event was noted. The case was completed successfully without further changes or difficulties. The lesion was noted to be improved regarding flow and the stenosis within the vessel being treated was moderately improved as well, which was noted upon final angio. The physician did not have to stent the lesion after final angio. No secondary procedures were needed. Evaluation of the returned device was conducted on november 11, 2015. The turbohawk, specimen cup with white strips of material inside, a 6f white introducer sheath, and the cutter driver were evaluated. The distal assembly of the turbohawk showed no debris within the cutter lumen of the stainless steel coil or the cutter window. The debris from the white specimen cup was removed. The debris appeared to be skived plastic-type material. The length of the material appeared to be between 1 and 2cm and is consistent with the inner diameter of the introducer sheath.